Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient came in today stating that she fell walking up to her house yesterday. Patient states she went to step on the sidewalk and caught her toe and fell forward on her knees and then on her right side. Patient states she already had this appointment today on (B)(6), 2023 scheduled. Patient has been using group a and has not yet turned it up. Patient will gradually turn up group a to see if it will provide some relief for increased pain she¿s having in her low back. An impedance check was performed today and contact one and two as well as nine and 10 show that there is a possible open connection. Per hcp patient will be sent for an x-ray just to confirm that leads have not moved since patient was just implanted in july of this year. Patient coverage appeared to be sufficient. Patient will try all three groups to see if she can get relief of new increased low back pain. Patient will follow up with office once she gets her x-rays. She will also let the office know at that time if her programming and turning simulation up, has relieved the increase in her low back pain since the fall.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date ; explant date . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.